Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 275 and 225mg/dl. The expected fasting blood glucose test result range is 100 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/16/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. The 143mg/dl (B)(6) 2017 07:24 am fasting: yes, 225mg/dl (B)(6) 2017 11:24 pm fasting: yes, 98mg/dl (B)(6) 2017 11:25 am fasting: yes, 275mg/dl (B)(6) 2017 09:29 pm fasting: yes, 118mg/dl (B)(6) 2017 08:04 am fasting: yes. Customer called in and is reporting that his meter does not lower the number no matter how much insulin he has taken. Customer states that he started with 15u of insulin and is now taking 48u, he did not advise his doctor of this change. Customer denies having to seek medical attention and denies diabetic symptoms currently. Customer states that he does not believe the results on his meter since every day is so different from the next. His last a1c was 9 (215mg/dl) customer states this was before he was prescribed insulin. Customer says his meter will read anywhere between 100-140mg/dl fasting. Customer stated his control tests were out of range but did not have time to run one with me since he was late for a doctor's appointment.